Event description:
Patient IV sedation and IV fluids post intubation due to angioedema. IV fluids would not filter or prime through the filter of the b/braun ultrasite additiv primary IV set. Staff attempted to pull fluids through using a 10 ml syringe pulling back from the first port three (3) times before the fluids successfully flowed through the filter and tubing to the patient. This delayed intubation of the patient. The patient was not harmed and had no adverse outcomes. The following use of this same tubing lot number continued to produce the same problems.